Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Nurse reported that a pt in a hosp facility modified their insulin dosage based on a result obtained on their precision xtra blood glucose meter, and the pt then began to experience symptoms of hypoglycemia. The pt was then diagnosed with hypoglycemia, and food and glucose was administered in order to stabilize glucose levels.